Event description:
It was reported that the patient had had 5 surgeries due to the batteries malfunctioning. It was noted that they were malfunctioning and it was not a battery issue. Product was in default. The last replacement was on november 05 not the battery had gone out before that. Patient was told the first two batteries implanted should still be working however, they were not. Additional information requested but had not been received was of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# v590198, product type: lead. Product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer,